Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device interrogation revealed the right atrial lead exhibited oversensing with arm movement, insulation anomaly was suspected. The lead was capped and replaced on (B)(6) 2020. No patient consequences were reported.